Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A correction bolus via pump was administered to address bg.

Manufacturer narrative:
B5, h6 medical device problem code.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to clear valid temperature alarms. Customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A correction bolus was given via pump.